Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found the lead was returned in two pieces. An external abrasion was noted at 8.5 cm to 9.0 cm and at 35.4 to 35.6 cm from the distal tip which exposed the outer coil. Also, an external abrasion which breached the outer insulation at 8.4 cm to 8.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.